Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing determined that the scu was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the positioning sensor unit (psu) failed on the system. There was no patient present when this issue was identified.